Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4)

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted too low. An echocardiogram and angiogram revealed moderate paravalvular leak (pvl). The physician made the decision to snare the first valve up into a good position which reduced the pvl to a trace. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: a paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. The observed paravalvular leak was most likely was due to sub optimal position as the valve was reported to have been implanted low in the annulus. Optimal placement of the bioprosthesis, per the instructions for use (IFU), would be approximately 4 mm to 6 mm below the annulus so the skirt is within the aortic annulus. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation.